Manufacturer narrative:
This report was determined to be a duplicate of an event that was originally reported on medwatch 1625507-2010-00073. Please see medwatch 1625507-2010-00073 for complete information.

Event description:
Report received stating that "medtronic midas rex t-12 drill bit broke in two pieces during a neurosurgery procedure. Both pieces were retrieved by the physician. The broken drill bit was removed from the surgical field and an x-ray was taken per the physician's order. X-ray was retrieved by the physician and no retained drill bit fragments were seen. Drill bit shaft broke about 2.5cm from the bit tip."

Manufacturer narrative:
Report confirmed. No evaluation was performed, as the part was not returned. If the product is returned in the future, a complaint investigation will commence. No deviations were noted in the device history. This is the first complaint for this product/lot number combination. On follow-up it was confirmed that there was no patient impact. The user manual contains the following "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.